Event description:
On (B)(6) 2025, the customer reported an issue with the selenia dimensions mammography system. It was reported that the c-arm occasionally vibrates briefly at the very beginning of tomo or combo examinations. After this initial vibration, the movement proceeds smoothly and normally. Due to the intermittent nature of the issue, it could not be consistently reproduced. Initial troubleshooting was performed, in which the tomo brake adjustment was checked and confirmed, and the tomo potentiometer was tested, with results appearing within the normal range. The hologic technical service team reviewed the system logs on (B)(6) 2025, and after analysis, no clear electronic or signal issues were identified, suggesting the system was operating normally during those logged times. On (B)(6) 2025, following further inspection, it was confirmed that one of the screws securing the large gear wheel at the back of the vertical travel assembly (vta) was broken. Our hologic technical service team advised the customer to replace the complete vta as the resolution and indicated that the system should not be used until the vta has been replaced. The required parts have already been shipped to the customer. Hologic is currently awaiting confirmation from the customer that the vta has been replaced and that the system has been tested and is operating within specifications. No injury was reported to the patient or user. No further information is currently available.